Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). Customer reported an x mark on bell notification on his minimed mobile app. However helpline confirmed that customer issue was fixed when he reached out to apple and updated his iphone settings to ""allow notifications"" from minimed app. No issue found with minimed mobile application. No further investigation needed. The helpline has confirmed that we are good to close the issue. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has been successfully resolved by apple support, with a recommendation to allow all notifications on the mobile device. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced audio/vibrate anomaly/absence of alarm, no communication from pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6102. The customer reported unable to pair mobile with pump. Pump and app would not pair after troubleshooting. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. The customer will discontinue using the application. No product return is required for mmt-6102.